Event description:
Physician at bedside to insert cvc (central venous catheter). 18g 2 1/2" introducer needle attached to syringe. After puncture, needle bent to an approximately 45 degree angle while in patient. Needle removed by md without harm to patient. Second similar episode occurred within 1 week of the other.